Event description:
Facility reported diffuser lens of surgical light fell during a case into the pt's surgical site. This required intervention from surgical staff to remove the glass particulate from the wound.